Event description:
The patient reported that he had "overdose" with pump. Event previously reported was "withdrawal." The pump contained compounded baclofen, morphine clonidine per the manufacturer's representative, at the time of previous investigation. Results of the previous investigation revealed that, the hcp had concerns about the patient accessing the pump; the patient had a history of drug use/abuse. The analysis of the returned device revealed reservoir septum damage; the findings were consistent with access of the device outside of the hcp. Please refer to manufacturer's report # 2182207-2005-01795.